Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The noise could be reproduced with isometrics. The device was reprogrammed and the patient would be monitored.